Manufacturer narrative:
Medwatch / user facility report # (B)(4) was received on 15may2020. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Heartmate 3 left ventricular assist device (lvad) patient presents with 3rd episode of gastrointestinal bleeding post lvad implant which required hospitalization and a minimum of 2 units of blood transfused. At the time of admission international normalized ratio (inr) was 1.8, and aspirin was not in use. 2 units of blood were transfused, and an egd performed the day after admission did not reveal any bleeding source or stigmata of bleeding.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.